Event description:
Pt managed to slip from bed despite raised bedrails and with restraint device intact. Pt was found sitting on the floor with back supported by the bed, unresponsive, and in cardiac arrest.